Manufacturer narrative:
The user reported having a stroke and had to be hospitalized. Event happened on 08-may-2025 at 8:00 am edt. According to the user, user experienced a massive stroke to the right side of body and had to be hospitalized.the event was not related to a sensor insertion/removal.user mentioned the event was related to diabetes.after dms review, we confirmed that the user didn't receive a low/high glucose alert at the time of event because the sg never went past the alert level.the user received eliquis as treatment at the hospital. The user was prescribed eliquis as medication.

Event description:
Senseonics was made aware of an incident where user reported having a stroke and had to be hospitalized. Event happened on 08-may-2025 at 8:00 am edt. According to the user, user experienced a massive stroke to the right side of body and had to be hospitalized.the event was not related to a sensor insertion/removal.user mentioned the event was related to diabetes.after dms review, we confirmed that the user didn't receive a low/high glucose alert at the time of event because the sg never went past the alert level.the user received eliquis as treatment at the hospital. The user was prescribed eliquis as medication.